Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03/27/2019. The service engineer (se) inspected the device and confirmed the reported issue. Resolution and disposition: the customer declined any further service/repair of the device and stated that the power overlay would be ordered to address the issue.

Event description:
It was reported that the ventilator generated an alarm light emitting diode (led) failed error code. No patient involvement. Event date not specified; estimate used.